Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the hose was separated at the motor end of the device and wires were exposed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hose was detached and wires were exposed on the motor device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.